Event description:
It was initially reported that the zimmer air dermatome failed to control the skin. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the initial graft harvest was too thick and uneven when placed on donor site, so an additional graft harvest was required to be taken. A different device was obtained for the additional harvest. There was approximately 10-20 minutes increase in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device has not been in for service since purchased in 1997. The inspection found that the device was out of calibration, the motor speed was out of specification on the low and the head was damaged with dents and scratches. The cause of the reported complaint was an out of calibration device with a failing motor. This is indicative of a lack of preventative maintenance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.